Event description:
On (B)(6) 2014, after radiation therapy treating prostate carcinoma, the device could not be interrogated and an unknown message was displayed. After validating the message, the device was successfully interrogated and found operating in the as-shipped modes and pacing configurations. Reprogramming of the previous settings was successful. An explanation was required.